Manufacturer narrative:
Batch review performed on 14 november 2018: lot 163351: (B)(4) items manufactured and released on 21 june 2016 expiration date: 2021-06-06. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Visual inspection of the explanted tibia tray and pe inlay performed by r&d product manager on november 15, 2018 revision surgery after 2 years from primary surgery for pain and suspected loosening of the tibia component. No traces of residual cement can be seen on the tibial tray. Absence or lack of cement on explanted components is usual to be seen even if the cause of revision is not loosening or mobilization. Therefore this is not an evidence of lack of adhesion between the cement and the implant due to faulty devices. Furthermore any non-conformity can be revealed in the distal surface of the component that could have contributed to the event. Poor cement inter-digitation on the implant surface are of various origin; they could be related to the cement and cementation procedure or mobilization of the implant during curing.

Event description:
About 2 years after primary the surgeon revised the patient for tibial plateau loosening. The surgeon swapped successfully the tibial components. The surgery was completed successfully.